Manufacturer narrative:
(B)(4). Currently pending return for device evaluation.

Event description:
During a deployment, the device advised shock; however, the user pressed the shock button and the device allegedly did not deliver a shock.